Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir issue. Customer's blood glucose at time of incident was 11.7mmol/l. The customer noticed that after filling reservoir and removing it from transfer guard that there was air bubble in the reservoir. Customer reconnected the transfer guard to removed bubbles and when she removed the reservoir the second time from the transfer guard the insulin was squirting on the end of the reservoir. Customer then replaced the reservoir.

Manufacturer narrative:
Evaluated one opened and used reservoir. The reservoir was partially returned. Customer returned plunger and transfer guard only. We were unable to verify air bubbles anomalies to reservoir, barrel not returned.